Event description:
It was reported that the patient began to leak urine again with his artificial urinary sphincter (aus) device. All components were explanted at a previous date. The patient underwent a reimplant procedure for a new aus device. There were no adverse patient effects to the patient.